Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received. During a follow up visit, interrogation revealed similar measurements. As this patient is atrial pacing approximately eighty-two percent, the patient will be further monitored in the future.

Event description:
Boston scientific crm received information that during a follow up visit, this atrial lead displayed low impedance measurements that have gradually decreased during the past year. No abnormal threshold measurements or sensing issues were revealed. The lead was reprogrammed and impedance measurements increased in the reprogrammed settings. A fracture under the costoclavicular ligament was suspected. The lead will be further monitored in the future. No adverse patient effects were reported.